Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin and the blood glucose is low as 44 mg/dl. Customer¿s current blood glucose value was 132 mg/dl. The customer¿s blood glucose level was 183 mg/dl and sensor glucose was 58 mg/dl. The customer treated with a food. Troubleshooting was dose for low blood glucose and over delivery. The insulin pump will not be returned for analysis.